Event description:
The surgeon implanted a collamer lens model cc4204bf and the haptic tore during insertion. It was stated the cause of the lens damage was unk. The lens was implanted and removed without pt injury. The contact could not recall the model and lot numbers of the cartridge and injector used during surgery.